Event description:
Felt funny [feeling abnormal]. Disoriented [disorientation], right leg pain [pain in extremity], respiratory problems [respiratory disorder]. Right leg swelled up [oedema peripheral]. Case description: a spontaneous report was received on 14-mar-2010 and 16-mar-2010 from a (B) (6) male pt with a history of osteoarthritis of the knee, (B) (6), who experienced feeling funny, right leg swelling, right leg pain, disorientation and respiratory problems after treatment with synvisc. The pt had no history of previous treatment with synvisc. On unspecified dates in (B) (6) 2009, he received treatment with synvisc in the right knee. Soon after getting synvisc, the pt felt funny and disoriented. He also experienced right leg pain and swelling. The disorientation worsened and four days after the onset of symptoms, he was transported to the hosp by ambulance. The pt reported that he spent four days in the intensive care unit where he experienced respiratory problems. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.